Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a 450cc mentor cpx4 with suture tabs, med height, smooth on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant leakage. As a result, the patient underwent implant removal and replacement with a 450cc mentor cpx4 plus, smooth, medium height (catalog: scpx127mh lot: 9642508 sn: (B)(4)) on (B)(6) 2022. Per mentor IFU, these devices are only intended for temporary subcutaneous or submuscular implantation and are not intended for use beyond six months. This will also be reported as an off label use.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the date of event was on december 20, 2021, the patient was 37 years old at the time, the patient is african american, and that the suspect medical device was implanted for primary breast reconstruction. On april 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the cpx4 with suture tabs medium height smooth expander 450cc tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the juncture on the anterior patch. Additionally, no other leaks sites were observed. A microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off label manner. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.